Manufacturer narrative:
(B)(6). The actual device was not available; however, two photographs were received. Visual inspection could not identify any abnormalities that could have contributed to the reported condition. Upon inspection one photo shows the two packages of the sets (packaging only, no photo of product) and one photo shows some sort of receipt. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration set would not flow. This event occurred during an unspecified process step. There was no patient involvement. No additional information is available.